Event description:
The complainant reported the purge disk was not detected during prep. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the original report was filed. The console was returned and tested after arriving in fs. Broken purge disk detect flag was confirmed during console inspection. The cause of the issue was a broken purge disc detect flag.